Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not correctly release energy for the set number of joules. In this state the wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Section d4 serial # has been corrected.

Event description:
The customer contacted stryker to report that their device did not correctly release energy for the set number of joules. In this state the wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The cause of the reported issue could not be determined. The customer was provided with a quote for other unrelated repairs, but requested the device be returned to them unrepaired.

Event description:
The customer contacted stryker to report that their device did not correctly release energy for the set number of joules. In this state the wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.